Manufacturer narrative:
Additional information: lens was exchanged on (B)(6) 2017 for a shorter lens. The problem was resolved. As of the date of this supplemental, the lens has not been returned for evaluation. (B)(4).

Manufacturer narrative:
Additional information: the patient also experienced difficulties with near vision. Device evaluation: the lens was returned dry, in lens case/vial. Visual inspection found the lens haptic broken. Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5 13.2 implantable collamer lens, -12.00 diopter, in the patient's left eye on (B)(6) 2016. The patient experienced excessive vaulting, elevated iris, enlarged pupil, and glare/haloes.